Event description:
Reporter alleged that medical attention was sought for end-user on (B)(6) 2018 at 1619 due to being found unresponsive by reporter. Reporter stated she tested on the prodigy meter and received a 67 mg/dl and immediately called the paramedics. While waiting for the paramedics the reported stated she gave the end-user orange juice. The paramedics arrived in 15 minutes and tested the end-user's blood glucose, result was 33 mg/dl. Paramedics administered IV solution (unknown concentration). End-user was transported to the hospital. Upon arrival at the hospital a blood glucose test was performed but the reported cannot recall the result. No treatment was used to raise or lower the end-user's blood glucose level. End-user was in the hospital for approximately 3 hours and received a breathing treatment. At discharge the end-user was prescribed prednisone, no other instructions provided. No other information was provided about this event.